Event description:
It was reported the tube was changed due to a leak. Upon inspection of the removed tube cuff, it was not inflating symmetrically. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.